Event description:
Hosp could not clear bubble alarm during the case and arterial pump stopped.

Manufacturer narrative:
Hosp did not provide cobe cardiovascular pt info.) Only minimal info on pt condition was provided. In the course of this incident, there may have been an air embolism delivered to the pt's brain according to info provided to cobe's field svc rep. This resulted in what was called a "significant neurological incidnet" for this pt according to info provided to cobe's sales rep.) The part number given is for the console base of the system. Two assemblies from the system were replaced before the system was put back into svc). Initial reporter listed is the person who made contact to cobe field svc concerning the incident. Cobe's investigation also involved conversation with risk manager at the hosp. It was unclear as to whether the air resulted directly from an issue with the bubble sensor or with handling of the pump stoppage as a result of the alarm. Cobe field svc evaluated the equipment on 7/21/06 but could not reproduce any failure. The bubble sensor (part number 23-07-50) was preventively replaced at the request of the customer, and the hosp has retained this sensor in their possession. Subsequently, the hosp asked that the mbsa module on this system also be replaced, but this replacement is unrelated to the observed bubble alarm problem. That module was replaced in 2006. After this second svc call, the hosp placed the s3 system back into svc. The hosp confirmed on 8/14/06 that the unit was in svc with no issues reported.